Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage found on it. The event history log was reviewed and there was a downstream occlusion error message. Functional and occlusion tests were performed and the occlusion error was unable to be duplicated. Both occlusion sensors were in specification during testing. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical pump alarms "occlusion in line". There were no reported adverse events.